Manufacturer narrative:
(B)(4).

Event description:
It was reported that a dexcom app crash occurred. No data or product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported. The complaint states that "dexcom app crash" was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.